Event description:
It was reported that after inserting a cannula to suction sputum during tracheotomy, the ventilator continued to alarm, indicating insufficient tidal volume. It was found that the airbag of the patient's tracheotomy cannula was damaged, causing saliva reflux into the airway, resulting in choking and suffocation. They immediately replaced the tracheotomy cannula and the condition was improved. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.